Manufacturer narrative:
This device was reported in error and there was no problem with this device. Because of this, the number of reported events has been changed from 20 to 19.

Event description:
This report summarizes 19 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 20 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 20 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.